Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The distributor's field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the power supply. Subsequent testing did not identify further issues. The power supply was returned to sorin group (B)(4) for further investigation. The internal investigation found that the power supply was defective and was outputting 0v. The unit was returned to the original equipment manufacturer (OEM) for additional investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system did not work on mains power and would only work on battery power during maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The power supply was investigated by the manufacturer. Results from the manufacturer, the active filter of the transistors v6 and v8 had a short circuit. Thereby the control was overstrained and damaged. The manufacturer considers this fault as single fault.